Manufacturer narrative:
This follow-up was created to document the patient identifier in 2125050-2019-00460-001 was incorrect. Patient ID corrected: (B)(6).

Event description:
According to the available information, the cylinders are not filling due to leakage in the system. During surgery, the pump was removed and replaced. Before closing the patient, the physician noticed a defect on the tubing proximal to one of the cylinders. Because of this, the physician removed the device (initial cylinders and new pump) and replaced with a new pump/cylinder set. There was no alleged issue with the second pump. Additional information received stated, two areas on the tubing were found with a defect. One defect was observed on the tubing proximal to the pump, and a second defect was observed on the tubing proximal to one (unspecified) cylinder. The pump had collapsed on itself and was not filling

Manufacturer narrative:
This follow-up MDR is created to document the clarification of event information and additional analysis of cylinders examination and testing of the returned cylinder components revealed a separation in the exhaust tube of cylinder 1 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. The inlet tube with connector was detached for testing. No functional abnormalities were noted with cylinder 2 or detached inlet tube with connector. Based on the examination of both evaluations for the complaint pump and cylinders, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress to separate the exhaust tub of cylinder 1 at the tube/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
This follow-up MDR is created to document the analysis of the returned device and updated codes. A titan touch pump was received for evaluation. Examination and testing revealed partial separations surrounded by abrasion on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes and strain reliefs of the pump. The inlet tube with connector was detached to allow testing. No functional abnormalities were noted with the detached inlet tube and connector. Based on examination of the returned product, the abrasion marks noted on all pump tubing and strain reliefs matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. However, because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the cylinders are not filling due to leakage in the system. Additional information received stated, two areas on the tubing were found with a defect. One defect was observed on the tubing proximal to the pump, and a second defect was observed on the tubing proximal to one (unspecified) cylinder. The pump had collapsed on itself and was not filling.